Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 18:14:36. During night drain cycle six, the patient's ultrafiltration reading was 363ml, indicating the home patient (hp) drained 363ml more than their maximum programmed fill volume of 600ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The iipv event was confirmed through an event history log review. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.